Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a protégé everflex stent to treat a lesion in the right subclavian artery with 90% lesion stenosis. Procedure completed, no issues found until 4 week follow-up. Imaging shows the stent is separated, it broke in two pieces. Patient is doing fine.

Manufacturer narrative:
Product analysis: the customer returned 4 images for evaluation. Image 1: this image shows the implanted stent with a guidewire running through the length of the intact stent in the right subclavian artery, prior to fracture. Image 2: this image shows the implanted distal end of the fractured stent within the distal right subclavian artery with a guidewire in the right subclavian artery and the proximal end of the stent within the proximal right subclavian artery. Image 3: this image shows a zoomed in image of the fractured distal end of the stent from image one, the radiopaque markers can be seen on the distal end of the stent. Image 4: this image shows a zoomed in image of the proximal end of the fractured stent in the proximal right subclavian artery with the radiopaque markers on the proximal end of the stent. Additional information: there was no reported physical impact to the stent that may have contributed to the fracture in the 4 weeks after implant. A second procedure was done on 14th. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.